Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 519mg/dl. The customer reported having had air bubble anomaly, but having changed their set before calling. The customer was advised not change out set when issues arise, and to immediately call for assistance. Troubleshoot for the highs were conducted. The pump passed testing and was found to be operating as designed. The customer's most current level was 180mg/dl. The customer mentioned being brittle diabetic and having low levels, but the customer declined to troubleshoot for lows.